Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. For the reported event, the device was returned for evaluation; the evaluation confirmed for defective component. The malfunction was reassessed and trending device code (1069 - break) has been updated. Based on the available information, a definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. This report was received from a single source. A review of the reported information indicated that model nnu6lpt drainage catheter experienced a defective component. The device was used on the patient with no reported injury. The patient is a 56-year-old male weighing 68 kgs.

Manufacturer narrative:
For the reported event, the device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. This event was received from a single source. A review of the event indicated that model nnu6lpt drainage catheter experienced a defective component. Of this event, the device was used on the patient with no reported injury. The patient is a (B)(6) male weighing (B)(6).

Manufacturer narrative:
For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for the defective component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The lot number has been provided, and a manufacturing review will be performed. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. This event was received from a single source. A review of the event indicated that model nnu6lpt drainage catheter experienced a defective component. Of this event, the device was used on the patient with no reported injury. The patient is a (B)(6) year-old male weighing (B)(6) kgs. The nnu6lpt drainage catheter was not returned to the manufacturer limiting investigation.